Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the sensor was missing needles. Customer mentioned the sensor was alarming lost sensor alarm. Customer then removed the sensor and noticed needle was missing. Customer's blood glucose was unknown. Customer agreed to return the sensor for analysis.